Event description:
During balloon angioplasty-stent placement of left subclavian artery, balloon catheter burst with embolization of fragment of balloon catheter, which was retrieved with snare device.